Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the first device (lcsk5) was not coagulating and was giving an almost constant steady tone. All components of the hs system were inspected and the hand piece was changed. Nothing would correct the problem. A new blade system (lcsk5) was opened and operated properly to complete the case. There was no consequence to the pt. 02/04/1999 md responded to previous message left. He stated that when he was using the instrument "it just didn't work". The md further stated that he then "changed the cord and the generator, and it still didn't work". Md then reported that he changed the handpiece, then the instrument worked fine. There was no extension in hosp time. The pt has been discharged to home.